Event description:
The customer reported via phone call that he dropped the insulin pump and experienced problems since. The customer stated he could not get boluses to deliver, despite changing the site several time. The customer's blood glucose was not known. Customer declined to troubleshoot. He was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and monitored. All of the boluses were completely delivered and the indicated amounts were properly recorded in the bolus history screen. No bolus anomaly was noted. The insulin pump had minor scratches on the display window.